Manufacturer narrative:
There is no evidence that the access toxo igg reagent was returned for evaluation. A field service engineer (fse) was dispatched to address instrument performances and ran successful system check, hs system check and carry over test. Fse also checked alignments and found they were good. In conclusion, the cause of the events cannot be determined with the available information. Refer to section for details.

Event description:
The customer reported obtaining non-reproducible toxoplasma gondii igg (access toxo igg) results for one (1) patient involving the laboratory's access 2 immunoassay access clinical system (serial number (B)(4)). The initial access toxo igg result recovered equivocal (grey zone). The customer reanalyzed the patient's sample two (2) additional times on the same laboratory's access 2 immunoassay access clinical system and obtained two (2) non-reactive results. There was no report of patient injury or change in patient treatment associated with this event. Calibrations, quality controls (qc) and system checks were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a serum tube and was centrifuged at 3,000rpm (rotation per minute) for five (5) minutes at 4 degrees celsius. No issues with sample integrity were reported by the customer.